Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and found as this failure was mechanical in nature no error logs could be found in system logs. The suj was installed onto an in-house system where no faults occurred in normal mode but high friction when exercising horizontal confirming and replicating the reported problem. The suj was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing but the friction remained. During visual inspection, the exterior rail showed physical damage to the link indicating a broken linear rail. The complaint regarding the limit of the arm was locked was confirmed by failure analysis. The probable root cause is attributed to the exterior and interior rail in the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint outer (psuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) arm upper limit was locked, and the surgeon could not lower it. The tse could not find any related error in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on usm 1 during the procedure. The surgeon used three usm arms to complete the procedure.